Event description:
New information received indicates that the rv lead was repositioned due to it exhibited unspecified capture issue.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon an attempt to reposition the right ventricular (rv) lead due to an unknown reason, the heart tissue got stuck to the rv lead helix and attempt made to remove the tissue had damaged the helix. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.

Manufacturer narrative:
Correction: the awareness date in the first additional report should have been 19 sep 2025 and not 15 oct 2025.